Manufacturer narrative:
Final analysis found a sensing anomaly due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited an atrial sensing anomaly. The device was explanted and replaced.